Event description:
It was reported that the patient set the ipg into MRI mode and is now unable to exist MRI mode due to losing their patient controller. Troubleshooting may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operative.

Manufacturer narrative:
Additional information: h1 - type of reportable event updated to serious injury.

Manufacturer narrative:
The reported observation of ¿unable to disable MRI mode¿ was confirmed. The root cause for the inability to establish communication between the programmer/orion exit tool (oet) and the implantable pulse generator (ipg) was due to the device having normal battery depletion while in MRI mode.

Event description:
Additional information was received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet).